Event description:
It was reported that the device failed accuracy test. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg. 14-jan-2025. H3: one device was received for evaluation. Service history review identified no previous repairs. The even history log was reviewed and there are no errors related to the customer complaint. The reported issue could not be duplicated. A performance verification testing was performed. The device passed all tests within specification.